Manufacturer narrative:
Additional narrative: a product development investigation was performed on the returned device (synflate balloon/medium- sterile, part # 03.804.701s, lot # 0616085). The returned device was confirmed to have a broken balloon and distal tip. Part of the balloon remains attached to the device. The remainder of the balloon and the broken distal tip were not returned. No other issues were noted during inspection. A visual inspection, drawing review, and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The small synflate balloon (03.804.700s) is a component of the synflate system which is a balloon-based vertebral augmentation system utilized for vertebral compression fractures and osteolytic lesions. The drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined based on the complaint description. Burst balloons are often related to inflation technique or contact with sharp biology. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hrx. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: lot: 0616085. Part: 03.804.701s. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 26.aug.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that two balloons were inflated in a vertebra during a l4 vertebral augmentation procedure on (B)(6) 2016; to treat a 3 month old fracture. The balloon on the right side burst under pressure even within the correct volume and pressure range for the medium balloon. The broken balloon was attempted to be removed through the working sleeve. Vacuum was recreated and balloon would not come through. It was reinserted slightly into the body, re-vacuumed and balloon catheter would still not come through the sleeve. Balloon was 3/4 through the sleeve and surgeon pulled on catheter. The wire of balloon cather with radiographic markers broke free with part of balloon and remained in the patient. The distal end of the catheter with some of the balloon remain in the patient. Cement introduction was aborted. The second balloon did not pop, fracture was 3 months old with depression down midline where collapsed vertebra and fracture healed. Balloon was forced out laterally through osteoporotic wall of body as healed cleft of bone or fracture down midline was impeding the even inflation of the balloon or inflation in the medial aspect.. The surgery was aborted and the filler still needs to be placed in the empty space. Currently, surgeon does not have any details and is still considering the next step for treatment. Patient is in stable condition. This complaint involves 2 devices. Concomitant medical products: working sleeve (part# unknown, lot# unknown, quantity 1), vacuum syringe (part# unknown, lot# unknown, quantity 1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). A device history record review was re-performed for the subject device to include the expiration date. Manufacturing location: (B)(4). Manufacturing. Date: aug 26, 2016. Expiration date jul 01, 2018. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.